Event description:
It was reported that during a daily check, the cardiosave intra-aortic balloon pump (iabp) unit is displaying message "replace safety disc" there was no patient involvement.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit is displaying message "replace safety disc".

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
It was being reported that during a daily check the cardiosave intra aortic balloon pump (iabp) had an issue regarding the unit which is displaying a message as "replace safety disc" and the follow up is also needed with service for report. There is no involvement of the patient during this incident. Despite gfes (good faith efforts), no response has been received regarding any repair or the status of the iabp. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly h3 other text: repair service not done.

Event description:
N/a.